Event description:
It was reported that during a therapeutic stone retrieval procedure there was a large stone and the doctor used two guidewires. When removing the second guidewire, it got stuck on the stone and became frayed. The x-ray results after the procedure were inconclusive. In a communication received in august 2005 the hosp reported that an unidentified object approx 2 inches long was observed in the pelvis of the kidney and would be removed with an additional surgical procedure. The procedure was performed and the object was successfully removed and identified as the tip of the guidewire.